Manufacturer narrative:
The insulin pump passed the active current test, sleep current test and self test. The insulin pump was received with a no motor movement during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, and occlusion test due to no motor movement. Unexpected battery power loss not confirmed. Failure mode code obsolete.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no motor movement or negligible movement and retries to free a stuck motor failed alarm. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The customer stated that they received a low battery alert and replace battery now. Customer started the rewind process and then the pump cut off and insulin pump error alarm occurred. Customer was able to successfully clear the alarm. Customer received request to rewind pump. Customer was unable to complete pump rewind. Customer's outcome pertaining to the complaint. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will return for analysis.